Event description:
It was reported that the patient was experiencing difficulty with their inflatable penile prosthesis (ipp) pump going flat. The physician assessed the pump and detected a leak in the tubing from the pump to the reservoir. During explant of the ipp system, the break in the tubing was visible. A new ipp was implanted and there were no patient complications reported.